Manufacturer narrative:
H3: device evaluated by manufacturer: updated sections: b1, b2, b5, b7, e1, and h6 (component codes, health effect - impact code, health effect - clinical code, device code(s), and type of investigation).

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of two years, 11 months due to pvl and severe prosthetic aortic insufficiency. The patient presented with worsening sob. The explanted device was replaced with a 23mm 11500a valve. Per the medical records, the patient presented with severe prosthetic aortic insufficiency and worsening shortness of breath. A tee revealed an aortic valve somewhat canted in the root, likely because of a large amount of calcium at the anterolateral aspect of the annulus. The pvl occurred in this location. The patient underwent a redo avr. The aortic valve was examined and there was a hole in the non-coronary cusp of the prosthetic aortic valve. There was no obvious perivalvular leak present. The valve was removed and replaced with a 23mm 11500a valve. The valve seated well with no evidence of leak. The patient also underwent a tricuspid valve repair wit a 26mm mc3 ring, in the same procedure. On attempts at closing the sternum, the patient developed profound right ventricular failure which improved with reopening the sternum. On the second attempt to closing the sternum, the patient developed right ventricular failure which did not improve on reopening the sternum. The rv failure presumed due to compromise of the orifice of the rca. The patient was recannulated and cpb resumed. The patient underwent a CABG x1. The patient was easily weaned from cardiopulmonary bypass. Tee showed excellent functioning aortic prosthetic with no perivalvular leak. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation). H11: corrective data: corrected section: h6 (investigation findings and investigation conclusions).

Event description:
On pod #17, the patient was discharged home with home health.

Manufacturer narrative:
Additional narratives: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 21mm aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 2 years, 11 months due to perivalvular leak.